Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to e1: the reporter for this event is olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunction was due to stress from use, external factors, or handling. However, a definitive root cause could not be determined. The event can be [detected/prevented] by following the instructions for use (IFU): 3.3 inspection of the endoscope olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the deflectable videoscope had adhesive around the objective lens that had peeled. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.